Event description:
Per provider motor broken away from frame. There is no report of injury. The affected part has been sent for repair. If any further information is received a follow up report will be filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model vc5310 , serial number/date (B)(4) is approximately 1 year, 8 months old. The owner's manual part number 1114836, rev. F(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.